Event description:
Caller reported a malfunction on pump, specifically identified as malfunction 0. There was no reported impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, which successfully resolved the issue. Customer was informed to monitor for any recurrence and to report back if the issue reappears.